Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 98% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 419388, implantable pacing lead, (B)(6) 2005; 3830, implantable pacing lead,(B)(6) 2005; 6935, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. The left ventricular (lv) lead was capped and replaced for unknown reasons. No patient complications have been reported as a result of this event.